Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming "cassette not attached properly - reattach cassette". The event occurred during testing. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3: one device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Error log review found multiple high alarm displayed: cassette not attached properly. The customer reported problem was duplicated. When powered up and the latch handle is positioned in the latch/lock position, the device alarms "cassette not attached properly. Reattach cassette". Going into manufacturing mode, the downstream occlusion (dso) sensor failed calibration and was found to be stuck at 2500mv. The most probable cause was an inoperable downstream occlusion (dso) sensor, and it was replaced to solve the issue. Device passed all functional tests after the repair.